Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it unexpectedly powering off by itself was confirmed. Ventec then opened the device in order to perform a visual inspection and noted electrical damage to multiple components on the control board. Ventec observed that two diodes, designators d402x and d404x, as well as an integrated circuit (ic), designator u200 were damaged. Ventec replaced the control board to resolve the reported issue. Ventec also replaced the device's internal battery which had also been damaged during the event. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board, however, further component level root cause could not be conclusively determined.

Event description:
It was reported to ventec that the device unexpectedly powered off by itself during use. The device also alarmed and personnel were unable to power the device back on. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.